Manufacturer narrative:
The reported event was confirmed manufacturing related. The device had not met specifications. Visual evaluation of the returned sample noted one opened (with original packaging), channel drain. Visual inspection of the sample noted a black mark on the drain tube. This does not specification which states "product must be clean and free from oil or grease or loose foreign matter in excess of an aggregate total of 0.6mm² per tappi dirt estimation chart or 1/16in. In length". A potential root cause for this failure mode could be ¿no follow up to the good manufacturing practices". A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A labeling review was not performed because labelling could not have prevented the reported failure. Correction- d h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that there was black mark on the drain tube where there would normally be none.

Event description:
It was reported, that there was black mark on the drain tube. Where there would normally be none.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.